Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 18jun2020. An investigation was conducted on 29jun2020. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire and on the cold jaw. The heater wire was observed to be flexed away, remaining attached at the base and the tip. The silicone insulation on the both jaws was observed to be intact. No visual defects were observed. Based on the returned condition of the device, the reported failure "peeled jaw" is not confirmed and the analyzed failure "material twisted/ bent wire" was confirmed. Specific actions for the analyzed failure mode  ¿material twisted/bent¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, a piece of plastic broke off. They stated that the plastic was successfully retrieved and the leg was irrigated thoroughly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, a piece of plastic broke off. They stated that the plastic was successfully retrieved and the leg was irrigated thoroughly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.